Manufacturer narrative:
Stryker performed an initial inspection of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Stryker was inspecting a customer's device and observed that the device is not giving any audible prompts. Without audible prompts an end user would not receive the necessary instructions from the device to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: the initial medwatch section d9 product available to stryker indicates: outside united states service facility. The initial medwatch section d9 product available to stryker should have indicated: no. The initial medwatch section d9 returned to manufacturer on indicates: 03/02/2025. The initial medwatch section d9 returned to manufacturer on should have indicated: blank. The initial medwatch section d10 returned to manufacturer on indicates: outside united states service facility. The initial medwatch section d10 returned to manufacturer on should have indicated: blank. The initial medwatch section h11 additional mfg narrative indicates: stryker performed an initial inspection of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch section h11 additional mfg narrative should have indicated: the device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Additional mfg narrative: the customer received a replacement battery.

Event description:
Stryker was inspecting a customer's device and observed that the device is not giving any audible prompts. Without audible prompts an end user would not receive the necessary instructions from the device to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.